Manufacturer narrative:
Concomitant products: product ID 3387s-40, lot# v098699, implanted: (B)(6) 2008, product type lead; product ID 3387s-40, lot# v010369, implanted: (B)(6) 2008, product type lead; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type extension. (B)(4).

Event description:
It was reported the patient got a shocking sensation every time the implantable neurostimulator (ins) was turned on or off. The reporter stated that when the event occurred was unknown and it was "routine" for the patient. Additional information reported the cause of the event was unknown and there were no abnormal impedance measured. It was noted the event occurred when the device was interrogated. It was further noted the patient outcome was no injury.